Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the arm on (B)(6) 2018. The patient stated the cgm was reading 350mg/dl and based on the reading, they administered themselves with 2.25 units of insulin. The patient then went shopping and passed out. The patient's boyfriend called emergency medical technician's (emts) and when they arrived, they checked the patient's bg meter and their meter was reading 19mg/dl, compared to the cgm which was displaying 45mg/dl. It was indicated that the patient's lowest bg reading at the time of event was 14mg/dl and was administered glucagon and was given frosting in a tube on the way to the hospital. Treatment at the hospital is unknown. At the time of contact, the patient was in stable condition. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4). Describe event or problem - additional. Additional information. Conclusion code - additional.

Event description:
The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.